Event description:
A customer reported that she was taken by ambulance to the emergency room at sevans hospital at 2:00am on the 15 dec. 2007 because she had suffered a hypoglycemic attack and loss of consciousness. The customer had obtained a reading of 144mg/dl on her freestyle meter at 1:30am. At the hospital, a reading of 26mg/dl was obtained and the customer was treated with glucagon injections. The customer reported that she is a medtronic insulin pump user and it is not clear if she increased the insulin dose of the pump because it was suggested that she was unable to change the dosage and that is why she went to hospital. The customer's meter has been requested for investigation.

Manufacturer narrative:
Customer's meter has been returned to the lab and no reading issues were confirmed. All results were within the range specification and no errors were observed during control solution testing.